Manufacturer narrative:
The quality control (qc) was within range. There were no errors in the event log. No other tests were ordered for the patient. The sample was a pour off from a gel serum separator master tube. The sample was not respun for repeat testing on (B)(6) 2020. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse observed that the wash guide for aspirate probe 4 had a crystallized buildup around the outside of it. All the wash guides for all the aspirate probes were replaced. The ionizer fan for the cuvettes was very dusty and was cleaned by the cse. The cse reseated the tubing and performed dispense tests for all reagent probes. Dispense tests were acceptable. The alignments for all reagent probes were checked by the cse. All alignments were acceptable. On a subsequent visit, the cse performed a total service call (tsc). The cse cleaned and lubed reagent and sample syringes; checked touch point and wash station; confirmed acid and base dispense and volume; and inspected the luminometer. The cse identified a waste bottle leak and reagent compartment door switch failure. The calibration was performed after the tsc and all levels were good. The cse ordered parts for replacement. The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a dicordant reactive advia centaur xp sars-cov-2 total (cov2t) result for a patient sample. The reactive result was reported to the physician and was not questioned. The patient sample was pulled to perform within/between run studies. All ten replicates were nonreactive. The sample was repeated the next day, and the result was nonreactive. A corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00204 on august 14, 2020. August 17, 2020 additional information: the customer service engineer (cse) replaced the ordered parts and no further issues were seen by the customer. Siemens reviewed the sample handling of the sample and nothing was found to be out of the ordinary. The cse went onsite and found multiple issues with the system. Siemens reviewed the service report. Buildup at asp4 could mean that the probe is not aspirating all the waste. This would result in higher rlus. The dirty ionizer could cause static which has been associated with spikes in results. These are usually in the form of signal errors but could be exhibited as fliers. The rp3 tubing could have been dislodged, causing a poor dispense. This would result in lower rlus. Based on the service activity related to this event it is inconclusive to determine which specific mechanical malfunction could have contributed to the non-reproducible reactive result. The instrument is performing within specifications. No further evaluation of the device is required. The codes were updated to reflect the additional information. For the "health effect-impact code" field, esubmitter is not providing codes for selection. (B)(4).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00204 on august 14, 2020. Siemens filed the MDR 1219913-2020-00204 supplemental report 1 on september 10, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.